Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an intermittent open along the front pulse wire between the te and ECG 'a'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged belt cable connector.

Event description:
A united stated distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrode pads (tes).